Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that post operation patient struggled with failure to thrive. Patient unable to wean off milrinone. Required milrinone and bumex infusion with diuresis. Patient continued with low output despite inotrope and left ventricular assist device (lvad) support. Lvad performed as expected. Patient was deemed not a transplant candidate. Patient and family decided to transition to inpatient hospice and patient expired on (B)(6) 2020.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. No autopsy was performed, and the pump was not explanted. No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history record for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.